Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo was provided by the customer for investigation. The photos were reviewed and the indicated failure mode for black fm in gel with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported that foreign matter was discovered in gel with 3 bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: gold top tube that has something in the gel. Phlebotomist noticed 3 gold tubes that were affected with something in the gel.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was discovered in gel with 3 bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: gold top tube that has something in the gel. Phlebotomist noticed 3 gold tubes that were affected with something in the gel.